Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was cracked and the screen was distorted, rendering it unresponsive. Additionally, it was reported that the pump battery was not charging. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer reverted to a backup insulin pump for insulin therapy.